Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer 3 was not detected on bus. A field service engineer (fse) found no lights were present on the module controller. Fse replaced the module controller and used a meter to verify that the drawer controller was good and confirmed that the drawer functioned properly in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire full height drawer failed, was not detected on the bus, and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.